Event description:
Philips received a complaint on an intellivue multi measurement server indicating that the delay on the alarms is set to 89 and it went below that and did not alarm. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by onsite service personnel which included functional testing of the alarms and review of the device settings. The results of the analysis indicate the delay time is set to 20 seconds when below 89. Alarms were observed during testing. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was a lack of understanding regarding the setting for a 20 second delay when the alarm condition occurs. The issue was resolved by providing information regarding the function of the device and how to go about changing the default setting if desired. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation. D4 the manufacturing date for the reported device is prior to 24sept2016, so no UDI required.